Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. It was reported that the problem of pulling off suture needle had happened before using on patient during surgery. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 12/11/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One labeled winding former with a partially dispensed suture and one needle outside its packaging were received for analysis. During visual inspection of the returned sample, it was observed that the needle was noted to be broken at the swage area. The suture was examined and the end was observed cut. This sample will be forwarded for further analysis due to the needle breakage. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached due to the sample needs additional evaluation. Additional h3 investigational summary: a failed suture needle was submitted for fractographic evaluation on october 22, 2024. The component was identified as product code vcp433h. Requested to assess the fracture mode of the failure. A fracture was observed at the suture attachment of the needle. One piece of the needle was received as the mating fracture surfaces were still attached. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fractures were oriented in an axial direction along the region of the suture attachment, and followed features induced by the manufacturing (forming) process. Due to limitations caused by the configuration of the fracture surfaces additional conclusions could not be determined via sem. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.